Manufacturer narrative:
Additional premarket submission: k171996. Issue occurred with 2 other lot numbers. Report ID: 2015691-2026-16482 and report ID: 2015691-2026-16481 were submitted against the other lot numbers. Devices will not be returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. With the provided lot number, a device history record was completed and the product passed without nonconformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, multiple truwave transducers had loose connections and required retightening. The transducers were attached to an evd attachment. There was no leakage and no allegations of patient harm. Quantity is unknown.